Event description:
It was reported that the caller indicated that the remote monitor will not power on despite trying several outlets. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.